Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was failing to clasp after the clip was fired. There were no deviations in care and no harm to patient caused. The procedure was completed with no reported injury. On (B)(6) 2023, intuitive surgical inc, (isi) received mw5116570 stating: during a robotic cholecystectomy on 2023, the medium-large clip applier was reportedly failing to clasp after clip was fired. The clip applier was removed from field after the procedure and tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned. The instrument will be sent back to intuitive to request reimbursement for the remaining lives. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier failing to clip, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci clip applier instrument to perform failure analysis the medium-large clip applier was analyzed, and failure analysis was unable to replicate or confirm the reported issue. The instrument was returned with a severely bent grip. As a result, the clip could not be installed and therefore the clip test could not be performed. The complaint was not confirmed based on failure analysis. Failure analysis found additional observation not reported by the customer: the medium-large clip applier was found with one grip bent. As a result, the clip could not be properly loaded on the grips. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h10/h11 for follow-up information.